Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) found the system would not pass self-tests resulting in (B)(6) recoverable faults. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and was verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the operation room (or) staff contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported instrument engagement failure on arm 3. The caller stated they had tried a new instrument, reseated the sterile adapter and instrument, and unhooked it from the port. The caller said they were using arms 1, 2 and 3. The tse tried to view logs and confirmed multiple (B)(6) engagement errors on the arm 3. The tse recommended trying an instrument that was working, re-draping the arm or moving arm 3 out of the way, and use arm 4. The customer attempted re-draping arm 3, and the issue remained. The customer tried another instrument on arm 3 but the issue remained. The customer moved arm 3 to the side and brought in arm 4, and arm 4 was working. The customer was continuing with the case. The caller stated they had the same issue last week on arm 3. The procedure was completing as planned with no reported injury. The customer later called back after the case and restarted the system. The customer got a recoverable error on the arm 3 pointing to axis 6. The tse had the site adjust the arm with no change. The tse had the site restart with no change. The customer was able to disable the arm.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed. The usm was tested on an in-house system in normal mode without error 22028. The failure was confirmed and replicated.